Event description:
Boston scientific received information that the patient with this pacemaker underwent radiofrequency treatment on his lumbar spine. During this treatment, there was pacing inhibition of an unknown duration. The patients heart rate had dropped to 30 beats per minute (bpm). Technical services (ts) discussed magnet function and programming options to mitigate this issue. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.